Manufacturer narrative:
¿Date of event¿ is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was diagnosed with possible infection at ipg site. To address the issue, surgery occurred on (B)(6) 2021 to perform incision and drainage procedure and to irrigate the wound at ipg site. The infection was later confirmed. The patient was also prescribed IV antibiotics and oral antibiotics. The infection has resolved.